Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was not confirmed or duplicated. The pump flow rate was tested and found to be within specification. No further action was taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the volume delivery is below the tolerance limit. There was unknown patient involvement.